Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer had been using the insulin within 48 hours of high blood glucose level. The customer treated with manual injections and bolus and had experienced nausea and thirst due to high blood glucose level. The insulin pump also received no delivery alarm. The customer reported that there was insulin in the reservoir but blood glucose level was continuously rising, when she tried to deliver a bolus there was no delivery alarm. The drive support cap appeared normal. The insulin pump will not be returned for analysis.